Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump's black box showed evidence of voltage drops on (B)(6) 2016 and (B)(6) 2016. The voltage drop on (B)(6) 2016 resulted in a low battery warning. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. There was a battery compartment crack observed below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.